Event description:
Advocate stated that she found her husband unconscious, took his blood test on his breeze2 meter and result was 241 mg/dl. Ambulance was called and paramedics retested customer on a different meter and result was 29 mg/dl. Customer was given IV fluids, but advocate was not sure if he received any additional treatment. New meter and strips were sent to customer. Customer does not have any strips left to return for evaluation.